Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patient's outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During a 81-year-old male patient use, the autopulse platform (sn (B)(6)) shut off randomly. After the platform shutdown continuously for three times during the troubleshooting, the customer performed manual CPR. No error code displayed on the autopulse platform. The battery used during the event was fully charged, and after the call, a new battery was tried but the issue with the platform persisted. Patient expired at the hospital emergency department. Patient had terminal bone cancer, and was unaware of illness due to hysterical family and communication barrier. No list of patient medications found in report. Per reporter, the patient outcome was not related to the zoll autopulse platform.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) ) shut off randomly" was confirmed during the review of the archive data but not confirmed during functional testing. The autopulse platform functioned appropriately and performed as intended. Nevertheless, the processor distribution board (pdb) was replaced as a preventive precautionary measure. A visual inspection of the returned platform was performed, and no physical damage was observed. Archive data showed the platform stopped compressions and then shut off unexpectedly on the reported event date, thus confirming the reported complaint. Also, unrelated to the reported complaint, user advisory (ua)29 (loss of brake connectivity) and ua28 (loss of clutch connectivity) errors occurred on the reported event date. For ua 29 and ua 28, the brake and clutch monitoring circuit detected a loss of connectivity on the brake and clutch driving circuit during active operation. Zoll service technician verified and checked both the brake and the clutch cables from the drive train motor were installed & seated securely to the pdb, no issue found. The drive train motor brake gap was within the specification of 0.008" ±0. 001". User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The ua28 error indicates the loss of clutch connectivity and the recommended action to take for this type of user advisory is to press restart to clear the ua. The ua29 error indicates the loss of brake connectivity and the recommended action to take for this type of user advisory is to press restart to clear the ua. The autopulse platform passed the initial functional testing without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(6).